Event description:
A hospital in (B)(6) reported that a pin hole was observed on the drylines of two rt340 adult dual-heated evaqua breathing circuit before use.

Manufacturer narrative:
(B)(4). We are currently attempting to retrieve the complaint devices. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that a pin hole was observed on the drylines of two rt340 adult dual-heated evaqua breathing circuit before use.

Manufacturer narrative:
(B)(4). Method: two complaint drylines , lot 120127, was returned to the manufacturer and visually inspected. Results: the visual inspection revealed a hole approximately 10cm away from the connector of both drylines. A lot check revealed 5 other complaints of this nature for this lot number. Conclusion: it was identified that damage to the rt340 dryline tube could have been caused during the manufacturing process, although it is not a batch related issue. During the production of the dryline tubes, a pressure test is performed every 10 minutes and those that fail are set aside for further inspection. The user instructions that accompany the rt340 adult dual-heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).